Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of complaint trending did not identify any related adverse trends. In addition, there is no unusual complaint activity for reagent lot 00610k000. Accuracy testing was completed on reagent lot 00610k000 and passed all validity and acceptance criteria. A study that was performed to evaluate the performance characteristics of six intact parathyroid hormone (pth) assays, including the architect ipth assay was reviewed. Based on this data the architect ipth assay shows a (B)(6) bias of approximately 30% to the roche e170 ipth assay. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified.

Event description:
The customer stated a physician noted that a number of patients have elevated ipth results on the architect i2000sr analyzer (normal range 9 - 73 pg/ml) but are within normal range on the roche method (normal range 15 - 65 pg/ml). A comparison study was conducted between the two methods. A patient sample generated an elevated ipth result of 78 pg/ml on the architect but had a normal value of 48 pg/ml on the roche method. The architect result had been reported. There was no report of impact to patient management.